Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic region') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for birth control: depo-provera from (B)(6) 2013 to (B)(6) 2014. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2015 and metronidazole since (B)(6) 2015. In (B)(6) 2015, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced back pain ("lower back pain") and vulvovaginal pain ("vaginal area pain"). In (B)(6) 2017, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (laparoscopy gynecology, hysteroscopy essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, nausea, vaginal discharge, weight increased, urinary tract disorder, bladder disorder, back pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff states that she is still inquiring if essure can be removed with out the need of hysterectomy. Insertion of essure details: findings: the endometrium appeared normal. Polyp(s) seen: no. Sub-mucous leiomyoma(ta) seen: no. Curettage/biopsy: no. Description: both tubal ostia were visualized. The 1st device was loaded through the operating channel of hysteroscope, and inserted into the left tubal ostium. Trailing coils in uterus: 3. The 2nd device was loaded through the operating channel of hysteroscope, and inserted into the right tubal ostium. Trailing coils in uterus: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Pathology test - on (B)(6) : pre and postop diagnoses: pelvic pain with essure devices. Desires essure removal. Procedure: laparoscopy gynecology, hysteroscopy. Essure removal. Specimens: bilateral fallopian tubes with essure. Indications: patient who is having surgery for es5ure removal. Findings: left salpingectomy essure device was in the uterine cavity. Right essure device not visualized via hysteroscopy. Complications: none, patient tolerated the procedure well; on (B)(6) 2021: surgical report final diagnoses: a. Fallopian tube, left, salpingectomy: - complete cross-sections of unremarkable fallopian tube without fimbria. - negative for epithelial atypia and neoplasm. - essure coil present. B. Fallopian tube, right, salpingectomy: - complete cross-sections of unremarkable fallopian tube with fimbria. - negative for epithelial atypia and neoplasm. - essure coil present. Clinical history: desire for sterilization; removal of essure coils . Specimen: a) - fallopian tube, left, essure coil. B) - fallopian tube, right, essure coil. Gross description: left fallopian tube: the specimen is serially sectioned to reveal a tan-pink soft cut surface with a silver metallic coiled object at one end measuring approximately 0.5 cm in length and less than 0.1 cm in diameter. Separate in the container are three silver metallic coiled objects ranging in size from 1.5 to 19 cm in length and less than 0.1 to 0.1 cm in diameter. These objects, including the one embedded in the fallopian tube, are grossly consistent with an essure coil right fallopian tube: there is a silver metallic coiled object extending from the resected end of the fallopian tube measuring approximately 4.5 cm in length and less than 0.1 cm in diameter separate in the container are 2 silver metallic coiled objects measuring 2.1 cm in length and less than 0.1 cm in diameter and 2.5 cm in length and 0.1 cm in diameter. These objects, including the one embedded in the fallopian tube, are grossly consistent with an essure coil.. Ultrasound scan vagina - in (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic region') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for birth control: depo-provera from (B)(6) 2013 to (B)(6) 2014. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 and metronidazole since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced back pain ("lower back pain") and vulvovaginal pain ("vaginal area pain"). In (B)(6) 2017, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (laparoscopy gynecology, hysteroscopy essure removal). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, nausea, vaginal discharge, weight increased, urinary tract disorder, bladder disorder, back pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff states that she is still inquiring if essure can be removed with out the need of hysterectomy. Insertion of essure details: findings: the endometrium appeared normal, polyp(s) seen: no, sub-mucous leiomyoma(ta) seen: no, curettage/biopsy: no. Description: both tubal ostia were visualized. The 1st device was loaded through the operating channel of hysteroscope, and inserted into the left tubal ostium. Trailing coils in uterus: 3. The 2nd device was loaded through the operating channel of hysteroscope, and inserted into the right tubal ostium. Trailing coils in uterus: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Pathology test - on (B)(6) 2021: pre and postop diagnoses: pelvic pain with essure devices. Desires essure removal. Procedure: laparoscopy gynecology, hysteroscopy. Essure removal. Specimens: bilateral fallopian tubes with essure, indications: patient who is having surgery for essure removal. Findings: left salpingectomy essure device was in the uterine cavity. Right essure device not visualized via hysteroscopy. Complications: none, patient tolerated the procedure well; on (B)(6) 2021: surgical report final diagnoses: fallopian tube, left, salpingectomy: complete cross-sections of unremarkable fallopian tube without fimbria, negative for epithelial atypia and neoplasm, essure coil present. Fallopian tube, right, salpingectomy: complete cross-sections of unremarkable fallopian tube with fimbria, negative for epithelial atypia and neoplasm, essure coil present. Clinical history: desire for sterilization; removal of essure coils specimen: fallopian tube, left, essure coil, fallopian tube, right, essure coil. Gross description: left fallopian tube: the specimen is serially sectioned to reveal a tan-pink soft cut surface with a silver metallic coiled object at one end measuring approximately 0.5 cm in length and less than 0.1 cm in diameter. Separate in the container are three silver metallic coiled objects ranging in size from 1.5 to 19 cm in length and less than 0.1 to 0.1 cm in diameter. These objects, including the one embedded in the fallopian tube, are grossly consistent with an essure coil right fallopian tube: there is a silver metallic coiled object extending from the resected end of the fallopian tube measuring approximately 4.5 cm in length and less than 0.1 cm in diameter. Separate in the container are 2 silver metallic coiled objects measuring 2.1 cm in length and less than 0.1 cm in diameter and 2.5 cm in length and 0.1 cm in diameter. These objects, including the one embedded in the fallopian tube, are grossly consistent with an essure coil. Ultrasound scan vagina - in (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 07-oct-2021: adverse event "pain / pelvic region" upgraded for removal was done; removal information added to the case; lab data added; reporter added; imdrf-FDA synchronization; insertion information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.